Event description:
Failed no sensor [device issue]. Case description: on (B)(6) 2014, during a routine review of service order findings form ikaria's regional service center (rsc) in the united states, an ikaria quality company representative identified that inomax dsir # (B)(4) had experienced a delivery failure with no cal low counts above maximum. Although the customer did not report a device deficiency or serious adverse event with this device, a delivery failure with no cal low counts above maximum (failed no sensor) in a similar device, was associated with a serious adverse event in the past, and is considered a reportable failure/event. Case comment: (B)(6) 2014: although there was no adverse event reported with the device; it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00022).

Manufacturer narrative:
On (B)(4) 2014, during a routine review of service order findings from ikaria's regional service center (rsc) in the united states, an ikaria quality company representative discovered and identified an issue with inomax dsir # (B)(4) that was similar to a device issue which occurred in the past and had been associated with a serious adverse event. (Complaint - (B)(4)). Device evaluation summary: inomax dsir #(B)(4) was at the regional service center (rsc) for routine preventative maintenance. Review of service log shows a delivery failure (df) alarm was raised followed by a failed low no cell calibration due to no cal low counts above maximum. The no cell was replaced and the rsc performed a scheduled pm which included a no cell replacement as part of the schedule pm. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause was no cal low counts above maximum. This condition will be tracked and trended under ikaria's quality system. A device related adverse event was not reported no was a device issue alleged when the device was returned to the company for routine product maintenance; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).